Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's system board was replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported an issue with the system board for this device. The system board was returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the system board failure was a short to ground on a 28 vdc vpwr power buss. The device's power management board was also returned for investigation. A cracked solder joint was observed on the power management board which caused the device to fail to recognize connection to ac power and the detachable battery.